Event description:
The customer reported when using the evis lucera duodenovideoscope, there was a frayed wire. There was no patient harm associated with the event. The device was returned and evaluated and the adhesive part of the lighting lens was found to be peeling off; there was also a gap in the glue end or dirt had entered the lens through the gap. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed; fraying of the forceps wire was observed. The adhesive part of the lighting lens was found to be peeling off; there was also a gap in the glue end or dirt had entered the lens through the gap, the curved rubber bond was cracked, the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob is our of the normal state due to the elongation of the angle wire, and scratches were found on the scope connector. The air/water supply cap was loose, the flexible tube on the insertion section was crushed, scratches and wrinkles were observed on the insertion tube, scratches were found on the operation part, the operating part was discolored, and scratches were found on the forceps lever and the tip cover. Scratches were also found on the switch box, operation unit cover, the up/down (ud) knob and the ud angle fixing lever. Additionally, scratches were found on the right/left (rl) knob and the rl angle fixing knob; the universal cord collapsed, and water coverage was observed on the electrical connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual warnings and cautions¿ olympus will continue to monitor field performance for this device.